Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Procedural complications and stoma site infection are known events. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient was hospitalized from (B)(6) 2021 for check-up and catheter change. Additional information received on 10 feb 2021 indicated that apparently the tube was incorrectly removed and a part of the retention plate was left there , so the patient became infected and remained hospitalized because of complications of the procedure. The tube had to be put back in a different location. Patient has since been on antibiotics and painkillers by infusion. During blood tests myeloma was suspected and patient remained hospitalized undergoing a series of examinations. On (B)(6) 2021, patient was discharged home.